Manufacturer narrative:
(B)(4). Orange indicator did_not show up / malformed clip. The analysis results of the el5ml device (a) found that it was received partially cycled and with a clip unformed loaded in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. It fed five clips conforming and then, due excessive dried body fluids the jaws did not return completely to the open position causing one j shaped clip. Once the jaws were cleared, two conforming clips were fed. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The found damage was related to an in use condition that is independent of the manufacturing materials and/or methods. Finally, the device locked out as intended but the orange indicator was not visible. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. No incident related to the reported event was observed during the batch record review. The analysis results of the el5ml device (b) found that it was received with the jaws in closed position and with one pear shaped clip jammed. The trigger was manually assisted in order to open the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. The trigger was cycled and during the first firing sequence the tip of the advancer slid toward tissue stop and then, the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The remaining three clips were conforming to manufacturing specifications. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass and opening issues. Finally, the device locked out as intended but the orange indicator was not visible. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # f9hp7w; expiration date: 09/2014; manufacturing date: 10/2009. "Malformed clip,orange indicator did_not show up, advancer bypass toward."

Event description:
It was reported that during an ileocecal resection procedure, in the first device, the clip would not come out. The second device was locked out. Another device was used to complete the procedure. There were no adverse consequences for the patient.